Manufacturer narrative:
Concomitant products: 7288 ICD implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high pacing impedance due to a small submuscular device pocket. The device pocket location was moved, and the ra lead remains in use with impedance within normal limits. No patient complications have been reported as a result of this event.